Event description:
It was reported: "pt had hip replacement (B)(6) 2009. Experiencing pain in hip post operatively due to heterotrophic ossification."

Manufacturer narrative:
Cat numbers and lot codes of other devices listed in this report: std mitch trh cup size 50/56: cat# mac-9988-5056, lot# fm063530, MFR : depuy. Mitch mod head size 50+4: cat # mmh-9988-1450, lot# fm074683, MFR: depuy. It was indicated that the device is not available for eval as it is still implanted. A supplemental report will be submitted upon completion of the investigation.